Event description:
It was reported that insulin gauge on pump displayed insulin amount different than what caller expected, with pump showing much lower fill estimate than anticipated despite normal use. There was no reported impact to the customer¿s blood glucose level. Customer confirmed correct cartridge preparation and use, then agreed to load new cartridge while technical support guided filling process and cleaning of pneumatic area, and customer declined suggested test bolus and chose to monitor situation and follow up if needed.